Event description:
It was reported that there was oversensing on the atrial and ventricular leads. Both leads were explanted and replaced. It was further reported that there was an insulation tear on the ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead in segments was returned for analysis. Blood/body fluid was observed on the proximal conductor (not obstructed). The inner insulation was kinked/buckled. The inner insulation was kinked/buckled, there were cosmetic depressions and a white substance was observed. The lead was stretched and there was apparent explant damage. (B)(4) no anomalies found; distal segment was returned for analysis. All the conductors were stretched. Blood/body fluid was observed on the proximal conductor (not obstructed). The outer insulation was breached/cut and had cosmetic cuts and depressions. There was apparent explant damage.